Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an error message low battery displays on the device. There was no pt involvement.